Event description:
In addition to the loose sheath, there is a possibility that foreign material was attached at the distal end.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the sheath was loose due to stress that may have been applied to the bending section cover, such as squeezing the bending section cover during user handling. Based on the results of the investigation for phenomenon two, the foreign material was unable to be identified and the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the device passed the water dunk test, the bending section cover (a-rubber) was stretched, one of the light guide lenses was cracked, no stain was noted on the image, and no cut was noted on the charged coupled device (ccd) shrink tube. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing following a therapeutic procedure, the evis exera iii bronchovideoscope had a loose sheath of the insertion tube that kept sliding down and covering the distal end of the scope. It was noted, user was able to pull the sheath back into place, but the sheath was too loose. There was no harm or user injury reported due to the event.